Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. During the evaluation/investigation the error e433 could be reproduced. The error message e433 will cause the generator to restart. This error might be triggered by a defective generator board. When the generator board was replaced, the error no longer appeared. How the failure of the generator board was caused, could not be determined. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the esg-400 electrosurgical generator without showing any non-conformities or deviations regarding the described issue. Also, no CAPA or nc are associated with this device with respect to the described issue. As clearly stated as a danger note in the instructions, the user must always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. The user apparently did not follow these instructions since the intended procedure could not be performed and the patient reportedly started to bleed. Therefore, this event/incident was attributed to use error and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at the beginning of an unspecified procedure, the high-frequency output of the esg-400 electrosurgical generator could not be activated. As a result, the intended procedure could not be performed and the patient reportedly started to bleed. No further information was provided.